Event description:
It was reported that the pump alarms "cassette not attached properly. Reattach cassette". There was no reported patient involvement.

Manufacturer narrative:
H3: one device was returned for repair with complaint of cassette not attached properly alarm. There was no relevant service history. The device was received in overall good condition. Visual and functional testing was performed. The downstream occlusion (dso) sensor was faulty. The dso was replaced to address the complaint.